Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for post traumatic neuralgia. It was reported that the patient ended up losing a lot of weight and the ins ended up protruding badly. A healthcare professional had to go back into the same pocket incision and bury the ins again. The issue occurred maybe in 2008, a couple years later than (B)(6) 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.